Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was stuck on the catheter and was unable to deploy. The clip eventually released from the catheter after completely pushing the handle open or "bottoming out of the handle". The procedure was then completed with another two resolution 360 clips. There were no patient complications reported as a result of this event.